Event description:
Physician reported through a device tracking update mailer, received 10/04, that this pt had undergone treatment for a type ii endoleak in 2004, approximately one year post excluder placement.